Manufacturer narrative:
B3: the event occurred during an unspecified date of november, 2024. D4: unique device identifier (UDI)# is based on the di information as no lot/serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter in an unspecified location. This was found during setup while performing inspection in the pharmaceutical manufacturing process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.